Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: a review of the black box showed multiple loss of prime warnings with a call service 162 low non zero force alarm. The pump was run for 24 hours and the loss of prime was not duplicated. Force calibration testing passed. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal, with moisture and a leak. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.